Event description:
The customer reported sometimes the system failed to expose or produce fluoroscopy x-ray. This was attributed to a precharge error code. This error will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board was adjusted and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.